Event description:
It was reported that post ventricular ablation in this patient with complete heart block, the heart rate was found to be below 40 bpm. There were observations of the right ventricular (rv) lead not capturing, where technical services thought was due to oversensing the atrial signal on the ventricular channel causing the pace to be in blanking. The threshold had also elevated and was inhibiting periodically when programmed to automatic gain control (agc). The device already had blanking extended out as far as possible, but the device output and sensitivity was reprogrammed and resolved the issue. Appears that even the slightest movement of the rv coil placement during the ablation procedure might have caused the oversensing of the atrium. The lead remains in-service. No adverse patient effects were reported.